Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the ring that holds the bag broke and one piece disengaged. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. Pt status at present is correct.

Manufacturer narrative:
(B)(4).